Manufacturer narrative:
Per the cartridge instructions for use: always carefully read and follow the instructions provided with your insulin. Follow time and temperature limits for stability of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Insulin/saline drip and antibiotics were administered. Bg/dka were resolved. Elevated bg was associated to a leak in the tubing after a cat had chewed it and bad insulin. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain the discharge date, the customer did not reply.